Manufacturer narrative:
This report was submitted after the 30 day due date as csi has retrospectively determined that this event meets the definition of a serious injury and therefore will be submitted as an MDR. The oad and guidewire were returned for evaluation. The initial examination of the handle assembly and driveshaft revealed the driveshaft to be fractured at the distal edge of the crown. The crown was intact and undamaged. The distal fractured segment of the driveshaft and tip bushing was lodged over the proximal spring tip adhesive bond site. Examination of the exposed proximal section of the guidewire did not reveal any damage. The guide wire spring tip section was removed distally from the driveshaft tip bushing section. Examination of the remaining guidewire did not reveal any additional damage. The spring tip proximal solder bond exhibited damage consistent with the device being spun over. The spring tip section was sent for scanning electron microscope (sem) analysis. Sem analysis confirmed fatigue striations on the fractured faces of the driveshaft filars. The control knob was loose and traveled smoothly. An in-house test wire was loaded through the proximal fractured section of the device without issue. When tested using an in-house saline pump, the device spun during at low and high speeds with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake, and control knob functioned as intended with no abnormalities observed. At the conclusion of the failure analysis investigation, the reported event was confirmed. However, the root cause of the fractured driveshaft could not be conclusively determined. (B)(4).

Event description:
During a coronary orbital atherectomy procedure, the tip of a csi orbital atherectomy device (oad) became detached. Two passes on low speed were performed with the oad. After the first pass, the device appeared to jump forward. After the second pass, it was noted that the tip of the device had detached inside the patient. The device fragment was removed and the procedure was completed with balloon angioplasty and stent placement. The patient remained stable with no adverse consequences.